Event description:
I had a total knee replacement on (B)(6) "2011." I am now anemic; never a problem before. I also have elevated lipase, bun and creatinine. I am wondering if the titanium can cause the anemia. A friend of mine is also anemic after her replacement a few months after mine. Also developing heart problems and on oxygen at night. I have never smoked. They discovered at the hospital after my surgery that my oxygen level was too low.